Event description:
During a lobectomy procedure, the instrument could not be removed from the application site. The surgeon applied another device and resected the tissue to remove the original instrument. The hosp has reported that the pt's status is satisfactory.